Manufacturer narrative:
Patient city: (B)(6). Patient country: netherlands. Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 zip four: 1219. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that infusion set was leaking at the site on (B)(6) 2026 and later, the patient has changed the infusion set. The infusion set was in use for one day.